Event description:
Customer reported observing low volume in well a12 when performing the ortho hbsag system 2 elisa using summit sample handler. No error message was generated by the instrument. An fse was dispatched and determined that the plunger clamp in position 11 and the tip clamp in positions 3,9,11 and 12 required replacement. Fse replaced parts and performed add'l tests to ensure the instrument operation. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.